Event description:
A cardiac electrophysiologist called to inquire about precautions for placing a pacemaker in a vns patient. It was reported that the patient's neurologist suggested she get a pacemaker due to asystole; however, caller was unsure of the relationship of this to their vns. Good faith attempts are underway for further details about the reported event.

Event description:
Attempts for additional information have been unsuccessful to date.